Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the patient received a cs-15232-x chronic dialysis kit in 2017 and needed a hub replacement on (B)(6) 2017, the unit manager of bbraun reports the hub was cracked again. The problem was discussed with the unit and re-training is scheduled for care of catheters. A new repair will be done.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the patient received a cs-15232-x chronic dialysis kit in 2017 and needed a hub replacement on (B)(6) 2017, the unit manager of bbraun reports the hub was cracked again. The problem was discussed with the unit and re-training is scheduled for care of catheters. A new repair will be done.